Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer was contacted regarding product correction fa07mar2019. The initial results were all (B)(6) for the assays. After repeat testing of the implicated patient samples there was no change in results. There was no reported impact to patient management.